Manufacturer narrative:
(B)(4). Evaluation summary: the otw omnilink elite was returned and the reported dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an iliac lesion. While advancing an 8.0 x 29 mm omnilink elite stent delivery system, the stent dislodged from the balloon. The stent was still on the guide wire, so another unknown balloon catheter was advanced to the stent and the stent was removed on the balloon catheter. Another omnilink was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.